Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support determined that using different charging supplies did not resolve the issue and decided to replace the pump. The customer was advised to use multiple daily injections for backup therapy to ensure insulin delivery was not interrupted.